Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the surgeon is now aware of the reverse button and the manual override feature of powered echelon.

Event description:
It was reported that during a thoracotomy left upper lobectomy procedure, during the third firing, the surgeon fired the stapler with a blue reload. The device locked out. The surgeon was not aware of how to reverse the blade so he transacted the tissue below the stapler with scalpel to remove the stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53387. The analysis found that one pse45a device was returned in good visual condition and with three ecr45b cartridges reloads present. The reloads were received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. The device was not tested for functionality due to its condition. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.